Event description:
(B)(4). Pain in pelvic area and joints, headaches everyday, horrible painful heavy periods, numbness tingling feeling in lower back and legs, back pains, random itchy spots on body, depression, mood swings, fatigue, loss of energy.

Event description:
#Medwatcher #followup1 #fdamw5041970 #(B)(4). Hair loss, loss of interest in sex, spotting and 10+ day long periods.